Manufacturer narrative:
.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in an electrode and probe placement procedure, the imaging system would not power on. It was reported that image acquisitions had successfully been performed. Upon bringing the imaging system back into the operating room (or), the green line power light would not illuminate. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided.